Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis for unspecified reasons. A new inflatable prosthesis was implanted. There were no patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
The implant date, lot number, manufacture date, and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis for unspecified reasons. A new inflatable prosthesis was implanted. There were no patient complications reported.